Event description:
It was reported that the trigger on the handpiece is stuck in the on position and continues to run until the battery is removed. There was no report of patient or user injury associated with the event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the alleged event and replaced the trigger. The handpiece has since been repaired and returned to the customer.